Event description:
It was reported that the patient was complaining of pain the implants were loose, poly wear.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The exact cause of the event could not be determined because the reported event could not be confirmed. The reported event regarding loosening involving an unknown duracon tibial component was not confirmed.

Event description:
It was reported that the patient was complaining of pain the implants were loose, poly wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as duracon tibia. A supplemental report will be submitted upon completion of the investigation.